Manufacturer narrative:
Evaluation results: visual inspection of the returned product found one haptic bent. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, possible root causes for lens problems include both delivery system issues and handling errors by the customer. Investigation of the root causes of lens problems, were addressed in a CAPA opened in (B)(4) 2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4) - no consequences or impact to patient, lens malfunctioned. (B)(4). Lens not returned.

Event description:
The reporter indicated the surgeon inserted an aq2015a silicone aspheric three piece lens but the lens malfunctioned. The lens was removed with no patient injury and another lens was implanted.

Event description:
Additional information received - the lens tore while being inserted.